Event description:
It was reported that a nurse caring for a patient who had an anchorfast guard endotracheal tube securement device in place for 10 days found the bite block & clamp separated from the track and hanging out of the patient's mouth. It was further reported that the endotracheal tube had migrated 2 cm's, was able to be readjusted in a timely manner, the anchorfast guard was switched out for a new one, and there was zero impact to patient vitals. In addition, it was reported that after endotracheal tube readjustment, an xray was taken to confirm the proper placement of the tube.

Manufacturer narrative:
The anchorfast guard has been evaluated by hollister. Damage was observed on the track retaining hook. The shuttle clamp was separated from the track and had no visible damage. Based upon this evaluation, the root cause of this observed damage cannot be determined. The potential that a force applied to the retaining hook exceeded its design specifications cannot be ruled out.

Manufacturer narrative:
The anchorfast guard has not yet been evaluated by hollister. A follow up report will be filed once the investigation is completed. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed. The lot number was not provided so a device history record review could not be conducted. Since the lot number was not provided, only the di portion of the UDI is known.

Event description:
It was reported that a nurse caring for a patient who had an anchorfast guard endotracheal tube securement device in place for 10 days found the bite block & clamp separated from the track and hanging out of the patient's mouth. It was further reported that the endotracheal tube had migrated 2 cm's, was able to be readjusted in a timely manner, the anchorfast guard was switched out for a new one, and there was zero impact to patient vitals. In addition, it was reported that after endotracheal tube readjustment, an xray was taken to confirm the proper placement of the tube.